Manufacturer narrative:
Additional devices listed in this report: cat# description: lot# cat#: unknown, description: unknown 56 cluster shell, lot#: unknown; cat#: unknown, description: unknown head, lot#: unknown; cat#: unknown, description: unknown 8,127 securfit stem, lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
An incision and drainage of the right hip was performed for a diagnosis of "draining hematoma right hip".

Manufacturer narrative:
An event regarding "draining of hematoma" involving an unknown liner was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "no x-rays, no operative reports for the first and second-stage revisions for infections, no bacteriology reports, and no implant labels indicating which stryker or biomet products specifically were used are available. The initial loosening of the stryker acetabular component was likely related to periprosthetic infection, as well as chronic tobacco abuse. The later recurrent dislocations related to soft tissue compromise from multiple surgeries, persistent infection and hematoma, and mismatched acetabular components from a manufacturer different from that of the femoral component, as well as possible component malposition. No examination of any explanted components is available. There is no evidence either of these complicating events resulted from factors of faulty component design, manufacturing or material relating to the stryker components in this case." Conclusions: the exact cause of the reported event could not be determined because insufficient information was provided. The patient's clinical conditions and obesity could cause the development of the hematoma after the primary arthroplasty. Review of the medical records by the consulting clinician indicated "...no examination of any explanted components is available. There is no evidence either of these complicating events resulted from factors of faulty component design, manufacturing or material relating to the stryker components in this case." If additional information and/or device become available, this investigation will be reopened.

Event description:
An incision and drainage of the right hip was performed for a diagnosis of "draining hematoma right hip".